Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic muscle stimulation from the left ventricular (lv) lead. The lead was turned off and remains in the patient. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 694765 lead implanted: (B)(6) 2009; 4068 lead implanted: (B)(6) 2009. (B)(4).